Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their e411 analyzer. The patient's initial hcgb result was 0.100 miu/ml accompanied by a data flag. The doctor who ordered the test doubted the result as it did not fit the patient's symptoms and asked the patient to be tested in another laboratory. The patient had a new sample tested at another laboratory and the result was quite high, around 1500 miu/ml. After the patient complained, the customer tested a new sample and it was also a high result. In order to check for errors, on (B)(6) 2013, the patient's initial sample was re-tested with a 1:10 dilution and the result was 1084 miu/ml accompanied by a data flag. The patient was not adversely affected by this event. The hcgb reagent lot number was 171601 and the expiration date was 06/29/2014. A definitive root cause could not be determined with the information provided. Additional details were requested but not provided. It was noted that a calibration was overdue for the reagent. It was noted the customer was only performing one level of quality control. It was noted the customer was not using the recommended rack adaptors.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.